Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: r2067 rf (radio frequency) head; product ID: 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the programmer prints to an external printer and programmer printer with no issues or overheat errors. Analysis found the system fan is noisy.

Event description:
It was reported it is slow to print to an external printer. It was also reported the screen goes blank at times and displays "overheating". The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.